Event description:
Information was received from an unknown company representative (rep) regarding a patient receiving baclofen (unknown concentration and dose) via an implantable pump. It was reported that there was a volume discrepancy of 6ml more than expected. It had been unknown what the expected and actual volume had been. It was stated there were no patient symptoms. No alarms or motor stalls reported. Patient details were unknown and device information had been unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.